Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that investigator assessed the patient death was not related to the device or procedure.

Event description:
An endurant aui stent graft system was implanted in a patient for the endovascular treatment of a 59.7mm in diameter abdominal aortic aneurysm. It was reported that the patient expired. The cause of death is unknown. Per the investigator, the death was not related to the procedure. The device relation is unknown.

Manufacturer narrative:
(B)(4).